Event description:
The customer reported via phone call indicating that the insulin pump had a battery cap crack. Customer's blood glucose was 400 mg/dl. The customer stated that she accidently dropped her battery cap on the floor. Customer was advised that the battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.